Event description:
Fied. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and hypersensitivity. No further patient complications were reported.